Manufacturer narrative:
(B)(4). Facility name: (B)(6). The events of "periprosthetic collection," "non-specific axillary adenopathy,", "necrosis", "alcl diagnosed, alk- and cd30+ confirmed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic collection," "non-specific axillary adenopathy,", "necrosis", "lymphoma-alcl, alk- and cd30+ confirmed". Date of alcl diagnosis: (B)(6) 2021.

Event description:
Physician reported right side "augmentation of the breast volume", "pain", "periprosthetic collection", "non-specific axillary adenopathy", "extensive areas of necrosis", "associated fibroblastic and inflammatory stroma reaction", "alcl diagnosed, alk- and cd30+ confirmed." Histopathological markers cd30+ and alk- have been received. Also reported "active lupus" which was determined to be not device-related. Device remains implanted.

Event description:
Physician reported right side "augmentation of the breast volume", "pain", "periprosthetic collection", "non-specific axillary adenopathy", "extensive areas of necrosis", "associated fibroblastic and inflammatory stroma reaction", "alcl diagnosed, alk- and cd30+ confirmed." Histopathological markers cd30+ and alk- have been received. Also reported "active lupus" which was determined to be not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.